Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction. User misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Customer feels well and requires no medical attention. Customer's expected blood results are 150-180mg/dl. Verified the strips expire 07/20/2017, were first opened yesterday ((B)(6) 2015) and that the strips are stored correctly. Customer performed a back to back blood test, 184mg/dl and 171mg/dl. Reviewed meter memory: (B)(6). Customer concern about how meter read from 439 to 164mg/dl in just a few minutes, but the customer was not fasting, customer used blood from the same finger stick to do all 4 test.